Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph. Photographic inspection noted no abnormalities. Functional testing could not be performed as the physical product was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while performing gastrectomy, when the instrument was being applied to the stomach, the first and second device had no problem in loading and unloading, the stapler did not fire, the surgeon was able to press the green button and squeeze the handle, the staple line was incomplete proximally and the jaws did not lock on the tissue. They used another stapler to complete the case. There was no patient injury.